Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 348 (no upstream sensor poll). The event happened after medication had been programmed at the renal ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 nd h10: the device was received for evaluation. During functional testing, a system error 348 occurred. A review of the event history log revealed two system error 348 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an upper latch not engaged with closed door. The upper latch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.